Manufacturer narrative:
Approximate age of device ¿ 0 days (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the black tunneling adapter leaflet broke off during tunneling of the driveline during pump implantation by surgeon. The leaflet was identified and disposed of. There were no patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event could not be confirmed through this evaluation. Requests for further information were made, but not provided. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.